Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d10: model number/catalog number: 1201. Serial number: (B)(6), batch/lot number: al1r841240, model/catalog description: tined lead, unique identifier (UDI) #: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain and implant pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Correction: block a6: updated.

Event description:
It was reported the patient experienced a fall and felt pain at their ins site. The patient was assisted with turning off their stimulation and advised to contact their implanting physician or seek other medical attention. Then the patient went to the emergency department and was evaluated. Imaging was done with no known results. The patient reported that they were given muscle relaxers. The patient plans to follow up again. The clinical specialist met with the patient at the physician's office. The physician evaluated the implant site with no acute concerns. The physician planned a six-month follow up. Impedances were checked and they were normal. The patient was reprogrammed, and the stimulation was turned back on. The imaging from another facility was read as negative, but the physician could not review the images.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported the patient experienced a fall and felt pain at their ins site. The patient was assisted with turning off their stimulation and advised to contact their implanting physician or seek other medical attention. Then the patient went to the emergency department and was evaluated. Imaging was done with no known results. The patient reported that they were given muscle relaxers. The patient plans to follow up again. The clinical specialist met with the patient at the physician's office. The physician evaluated the implant site with no acute concerns. The physician planned a six-month follow up. Impedances were checked and they were normal. The patient was reprogrammed, and the stimulation was turned back on. The imaging from another facility was read as negative, but the physician could not review the images.